Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests brittle overload during insertion as the mechanism of failure. Both implants have a slight angulation to the fracture indicating that pressure was applied in a similar manner to both pieces. Could not confirm the lot numbers on the items. The above observations are consistent with overload during impaction.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 9392507, product code max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k094025 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure with cage instrumentation. The first cage broke upon implantation and was able to be only partially removed, a portion of the cage remains in the patient. A second cage was used and also broke upon implantation. All broken pieces from the second cage were able to be removed. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests brittle overload during insertion as the mechanism of failure. Both implants have a slight angulation to the fracture indicating that pressure was applied in a similar manner to both pieces. Could not confirm the lot numbers on the items. The above observations are consistent with overload during impaction.